Manufacturer narrative:
The sample device is indicated as available for evaluation. However, as of the date of this report, the device has not yet been returned. A follow-up report will be provided by 3/27/2020.

Event description:
Option elite ivc placement via femoral access. Filter would not advance from the cartridge using curve pusher.

Manufacturer narrative:
The sample was returned. A final report will be provided when the device evaluation is complete. H3 other text : placeholder.